Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that the reprocessing was not conducted in accordance with the instructions for use (IFU); therefore, the suggested phenomenon was presumed to have been due to reprocessing of the device that deviated from the instruction manual. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is advised that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to damage on zoom (charged coupled device), the zoom does not work smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had white-clouded area, the image guide protector was damaged, the objective lens had a scratch, the adhesives around the objective lens had white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a dent and a scratch, the connecting tube had a scratch, the protector of the universal cord on the scope connector side had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, switch 1 had a scratch, and the universal cord had a wrinkle. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer presoaked the device in a detergent solution, flushed the air/water nozzle with air and water, wiped/brushed the air/water nozzle with clean lint free cloth, brush or sponge with a delay in the precleaning and unspecified abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope magnifying lever was damaged. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.